Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding patient receiving baclofen 500mcg/ml at 4 9.98mcg/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. A volume discrepancy was reported. The discrepancy was noted at the refill on (B)(6). The arv (actual reservoir volume) was 15ml and the erv (expected reservoir volume) was 2.9ml. Per the reporter there were no known prior discrepancies and this was not the first refill after implant or revision. The reporter checked the logs and there were no stalls noted in the logs. A rotor study procedure was being done the day of the report. The reporter also stated that they would be doing catheter diagnostics the day of the report as well. The reporter was going to follow up with the healthcare provider. There were no reported patient symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via a company representative. During the patient's last refill the pump had a higher than expected residual volume. The patient had a dye study performed on (B)(6) 2016 to ensure the catheter was patent. The dye study was normal and the catheter was patent. A normal rotor study was also done. The cause of the volume discrepancy was unknown. On (B)(6) 2016 the patient presented to the emergency department somnolent. The patient was being treated in the emergency department. Surgical intervention did not occur and was not planned. As of (B)(6) 2016 the patient was alive with no injury, but the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.